Event description:
The customer reported via phone call that the insulin pump had a blank display after the insulin pump had gotten wet from being submerged in a pool. The customer's blood glucose was 317 mg/dl. He stated that the insulin pump's display went blank immediately after it had been exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a frozen display and a constant audio tone due to moisture damage to the electronic assembly. No unexpected blank display was noted. The insulin pump was received with moisture damage to the motor, battery tube and vibrator assembly. The insulin pump was received with minor scratches on the idsplay window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.